Event description:
It was reported, the camera head had a crack in the lens. The issue occurred during reprocessing. There were no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, inspection found unit failed leak test due to cut on the cable. A device history review of the current product was conducted and no problems were found. Olympus will continue to monitor the field performance of this device.